Manufacturer narrative:
The manufacturer's investigation was limited to review of the device history record and limited clinical information from the complaint reporter. The device history record investigation determined that hte product was produced according to established specifications. Based on the investigation and the avaliable information from the reporter, the cause cannot be determined. The product risk analysis was reviewed and found that the identified hazards are currently captured in the assessment. No adverse trends have been detected.

Manufacturer narrative:
The investigation is ongoing as of the date of this initial report. The results of the investigation will be reported in a follow-up report.

Event description:
During a tibial plateau fracture repair surgical procedure, it was reported that the company's calcium phosphate cement (cpc) bone void filler hardened almost immediately after mixing. The physician then attempted to use the screw on plunger to extrude the cpc out of the syringe but the plunger fractured, and plastic fragments dispersed "everywhere." There was a surgical delay of about 15 to 20 minutes due to the hardening of the cpc and the fracture of the delivery syringe. The company's cpc device was ultimately not implanted. Instead, a bone void filler with gentamicin from another manufacturer was implanted to complete the case. Subsequently, approximately 1 week post-operative, the physician reported the patient developed an infection. The physician opined that the prolonged time to address the mixing and delivery issues with the company's cpc device increased the risk of infection.